Event description:
The customer reported that the "device is powering off by itself". There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was able to power on and was found to have an electrical short inside the on/off power button. This results in the power button being activated even when not physically pressed. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported that the "device is powering off by itself". There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: 110020 e1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).